Manufacturer narrative:
Conclusion: no device was returned and no unique device identifier (serial/lot) numbers were provided. Without unique device identifier information a review of the device history record could not be performed. No device malfunction was reported, and the observed adverse events were possibly related to patient medical history, disease stage, and procedural factors. No assignable root cause relative to the devices could be determined at this time.

Event description:
Requests for additional information provided no further details.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Title: experience of transcatheter aortic valve implantation at the central military hospital citation: archivos de cardiologia de mexico 2015 e-published (http://dx.doi.org/10.1016/j.acmx.2015.07.004) authors: patricia martin-hernández, hugo gutierrez-leonard, josé luis ojeda-delgado, jorge valdivia fagoaga, rodolfo barrios-nanni, martha elena rodríguez-somarriba, luis manuel páez-lizárraga, luis enrique berumen-domínguez, lazaro hernandez-jiménez, rebollo-hurtado victoria and maria del rocio blazquez-cruz date accepted by publisher used for event date. Attached: article published in spanish (pdf document), translation into english (word document).

Event description:
Medtronic received information via literature review that a study was performed to evaluate the results of transcatheter aortic valve implantation (tavi) as an alternative treatment for patients with severe symptomatic aortic stenosis, inoperable or high surgical risk. The study population included 17 patients, predominantly male (10/17) with a mean age of 75 &#6200; years, all of which were implanted with medtronic transcatheter bioprosthetic valves (26-mm (n=5), 29-mm (n=9), 31-mm (n=3), serial numbers not reported) between september 2013 and july 2014 and were followed at 1, 3, 6 and 12 months post-operative. Across all patients three deaths occurred (2 in-hospital, 1 follow-up). The first patient whom was noted with an extremely calcified valve which created implant difficulties for the bioprosthetic valve, had post-operative fever, leukocytosis, mixed hemodynamics, and died of sepsis at 25 days. The second patient had post-operative mesenteric infarction with intervention to resect 15cm of intestine, acute renal failure and died at 7 days. The third patient died at home from an unknown cause at 47 days. None of the deaths were directly attributed to medtronic products. All other adverse events included: 5 aortic regurgitation degree I, 2 aortic regurgitation degree ii, 6 permanent pacemaker implants, 1 acute renal failure, 2 in-hospital ischemic stroke, 2 major bleeding complications that required blood transfusions, and 1 procedure in which 2 valves were implanted. No additional adverse patient effects were reported. Additional information has been requested.